Event description:
It was reported that a pump alarm sounded following an MRI scan (magnetic resonance imaging). The patient reported on (B)(6) 2014 that the pump was beeping and the patient felt that it was ¿frozen¿ until she activated her personal therapy manager (ptm). The time the patient activated her ptm following the MRI was not documented. The issue was resolved without sequelae. The pump was used to infuse baclofen (compounded). No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The previously reported event onset date of (B)(6) 2014 was changed to "blank"; then the event onset date was reported as "2014".

Event description:
Additional information was reported in the form of a new event log. The pump settings (examined at (B)(6) 2015 11:33) that were last changed on (B)(6) 2015 at 12:20 listed the patients medications via the implanted pump as dilaudid 2 mg/ml (0.5996 mg/day), bupivacaine 30.0 mg/ml (8.994mg/day), and baclofen 250.0 mcg/ml (74.95 mcg/day). On (B)(6) 2015 the simple continuous daily dose was increased by 10% to dilaudid 2 mg/ml (0.6591 mg/day), bupivacaine 30.0 mg/ml (8.994mg/day), and baclofen 250.0 mcg/ml (74.95 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).